Event description:
The advocate stated the customer's blood glucose was tested using her contour ts meter and a contour meter. The contour ts read 250 mg/dl, while the contour read 126 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate was advised to return the customer's test strips for eval. Replacement test strips were sent to the customer.